Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -7.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. Medical intervention (diamox) was prescribed due to high vault one day post op. Lens remains implanted. It was reported that the problem has resolved, vault has settled.